Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer's son) reported that his mother received an unspecified high blood glucose reading with her adc blood glucose monitor. Due to the high reading, the customer injected herself with insulin (type/dosage not reported). The caller stated the customer took too much insulin, and had to be taken to the hospital via ambulance. The customer was hospitalized for 4 days. The caller could not provide any additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1601918) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A caller (customer's son) reported that his mother received an unspecified high blood glucose reading with her adc blood glucose monitor. Due to the high reading, the customer injected herself with insulin (type/dosage not reported). The caller stated the customer took too much insulin, and had to be taken to the hospital via ambulance. The customer was hospitalized for 4 days. The caller could not provide any additional information. There was no report of death or permanent injury associated with this event.